Manufacturer narrative:
Internal reference number: case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a discolored cable and motor housing and a broken lanyard. A functional evaluation revealed a jammed motor/blade stall. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the motor drive unit did not work. This was noticed during set up of procedure; therefore, no patient was involved. A backup device was available and no delay was reported. No further information available. Results of investigation have concluded that this unit had a jammed motor/ blade stall error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.